Event description:
The complainant stated when the bed exit alarm goes off, it will not audibly alarm but does send a nurse call.

Manufacturer narrative:
The account has not completed their investigation. A follow-up report will be sent once the customer discloses their investigation.